Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer had trouble installing the reservoir on their insulin pump. The patient's blood glucose level was at 125 mg/dl. The customer was told was told that she will be sent new a set of new reservoir. The customer declined assistance with filling the reservoirs. The customer disposed the old reservoirs so she could not send them back for analysis. No further information was provided.